Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that the patient underwent mesh revision/removal on (B)(6) 2004 due to extreme pain due to mesh growing into backbone. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent anterior vaginal colporrhaphy on (B)(6) 2004 by dr. (B)(6) due to cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.